Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a hip procedure on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to periprosthetic bone fracture. It was further reported that patient was very frail and had a number of stress risers, empty screw holes in her bone due to prior removal of a nail. The bone fracture occurred distal to the stem as a result of weakness from these stress risers.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to periprosthetic bone fracture.